Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided and cause was not reported. Additionally, it was reported that resistance was experienced during the fill process. No additional information was able to be obtained. Customer did not require follow up.